Manufacturer narrative:
No UDI information is available for the 24fr dryseal sheath. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report. (B)(4).

Event description:
On (B)(6) 2014, a patient underwent treatment of an abdominal aortic aneurysm, measuring 48 mm, with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2015, the patient was treated for a penetrating thoracic atherosclerotic ulcer located adjacent to the take-off of the subclavian artery, with a conformable gore® tag® thoracic endoprosthesis, tgu343410. Access was obtained on the right via femoral cut-down in order to accommodate a 22fr. Sheath, since this external iliac measured 7.5-8.0 mm. The 22fr. Gore dryseal sheath was prepped according to IFU and advanced to the body of the previously placed aortic graft. The tgu343410 was advanced through this sheath and implanted with the covered portion of the stent landing just distal to the origin of the left common carotid artery. It was planned to cover the left subclavian artery with the understanding that a bypass may be needed later if the patient became symptomatic. Images showed no further flow into the aneurysm segment and on later views there appeared to be retrograde flow down the left vertebral artery and opacification of the left subclavian down the arm. Given the size of the sheath used, a retrograde sheath injection of the right iliac system was performed upon backing the sheath down to the region of the inguinal ligament. This showed what appeared to be a dissection at the origin of the internal iliac, within the area of the sheath, despite occasional rotation of the sheath to prevent sticking. It was not possible to perform a snorkel, given the extravasation and angles involved so a gore® excluder® aaa endoprosthesis, pxc141000 was advanced and placed as an extension to the excluder limb past the point of extravasation into the external iliac artery. Following the procedure her left hand was warm, with doppler signal in the radial artery but no palpable pulse at this point. Postoperatively the patient did well initially, however she has developed progressive claudication of the left arm. Therefore the decision was made to perform a bypass. On (B)(6) 2015 the patient underwent an additional procedure, left carotid to left subclavian artery bypass. At the close of the procedure the patient had an excellent radial pulse. The patient tolerated the procedure.

Manufacturer narrative:
Corrected.